Event description:
It was reported that pump displayed malfunction alarm code and customer had not experienced any notable events before the issue occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if any malfunction alarms returned, which customer understood and acknowledged.